Manufacturer narrative:
H10: upon additional information, it was learnt, that there was no product malfunction for this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. It was further reported that the device did not empty and that approximately 50ml solution remained after the expected 46 hour therapy duration. This issue was identified after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.